Event description:
It was reported that the programmer and radiofrequncey (rf) head were not able to establish telemetry with the implanted device. Another programmer was to be used. The programmer and rf head will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the programmer head connector was ripped off from the circuit board. It was also noted that the cooling fan was noisy. (B)(4).